Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported the customer dropped the pump and then began receiving multiple cartridge alarms during basal delivery and an occlusion alarm. Customer had slightly elevated blood glucose levels due to the cartridge alarms.